Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/11/96 and removed on 1/7/97 due to an "infection." In the received info the physician stated that "infection was suspected due to persistent pain." In addition the physician stated that there were no circumstances apparent in the pt's history that would have contributed to this occurrence. Because qa's examination of the returned components can neither confirm nor disprove the report of infection or pain, qa did not perform a microscopic examination. Based on the info received qa accepts the physician's observations of such as the reason for surgical intervention.. The review of the device lot history records by qa indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaing being opened and that the infection originated from source(s) other than the device.

Event description:
The device was removed due to "infection". 1/22/97-upon receipt of add'l info provided by the physician/surgeons office, he stated, "infection was suspected due to persistent pain".